Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed compromised force sensor system. The customer's blood glucose level was 120 mg/dl at the time of the incident. The customer stated that he may have missed a step in changing the infusion set. The customer stated that the drive support cap was normal. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump passed displacement test, off no power test, self test, rewind and unexpected restart error test. Device alarmed motor error during basic occlusion test due to moisture damage on the faulty force sensor resistor. Unable to verify compromised force sensor system alarm due to motor error alarms. Unable to perform occlusion test, prime test and excessive no delivery test due to motor error alarm. The motor was tested outside of the device and passed. All operating currents are within specification. No unexpected low battery or off no power alarms noted. Device was received with cracked reservoir tube lip, minor scratched display window, cracked case at display window corner, cracked belt clips lot, cracked battery tube threads and cracked display window.